Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694045 lead, implanted (B)(6) 1999; 419688 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that a device interrogation showed an superior vena cava (svc) coil impedance alert for a measurement above the normal range along with acute coil measurements showing the right ventricular (rv) coil impedance higher than its normal stable value for the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.